Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, " no image" was not confirmed. Information provided from the investigation determines no root cause has been establish. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed, however, there was a minor kink on the cable and dents on the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition autoclavable camera head presented no picture. The issue was found at reprocessing. No patent harm reported.